Event description:
A patient was seen in clinic for a routine check up and had 7 limit high on their systems diagnostic testing. The physician left the device on and will have them come back in to turn it off. The patient is not experiencing pain or increase in seizures. No x-rays have been taken at this time. Their was no report of trauma or manipulation prior to their high impedance being noted. Their device has been programmed off. At this time surgery is not planned since the patient is seizure free. The patient will be monitored.

Manufacturer narrative:
(B)(4). Additional information: the surgeon used purse string to suture the colon and a covidien eea28 was used for the anastomosis. The patient is okay.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.